Event description:
This lead was implanted on (B)(6) 2009 and explanted on (B)(6) 2011 due to (B)(6) infected hardware. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).